Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital with shortness of breath. Echocardiogram showed pericardial effusion by perforated lead. Lead was explanted and replaced. Patient's condition was fine post-procedure.